Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The reported event was confirmed. The distal end cover glue was found cracked and worn away and the thread was missing. Cracks were noticed on the insertion tube and a crack was found on the distal end c-cover. It is likely that the reported event could be attributed to improper reprocessing and handling of the device. The device was serviced and returned to the user facility.

Event description:
Olympus was informed that during a colonoscopy and polypectomy procedure, while removing a polyp the physician observed a device fragment fall inside the pt's bowel. A black ring shaped piece fell off the distal end of the scope. It was reported that the three pieces were successfully retrieved. It was stated that the device was inspected prior to and after the procedure and no abnormalities were found. It was also reported that all channels were brushed and flushed during reprocessing. There was no pt injury reported. Olympus was informed that approx two weeks after the reported event, on olympus sales representative visited the user facility to provide representative visited the user facility to provide reprocessing training to the user facility staff. No add'l info has been provided.